Event description:
The customer reported the ac power module connector pulled out and the wiring pops off. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out an the wiring pops off. There was no reported adverse pt impact. The ac power module was not available for eval. The ac power module was replaced and resolved the issue. We will consider this a malfunction of the ac power module where the connector pulled out and the wiring pops off.